Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the burr became stuck in the lesion and surgery was required. The 75% stenosed lesion was located in the severely calcified and severely tortuous mid left anterior descending (lad) artery. The lesion was pre dilated with a quantum maverick 2.25mm balloon. A rotalink plus 1.75mm burr was advanced to the lesion and became "stuck in the lesion." The physician attempted to withdraw the catheter, and a vasodilative agent was injected to facilitate removal, however, this was unsuccessful. The burr was unable to be removed from the lesion. Surgery was performed. The patient's condition is reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.